Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specification. Images have been sent to gore for analysis. Further information will be provided.

Manufacturer narrative:
The original date gore was aware of the event was (B)(6) 2014 as it was reported.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Manufacturer narrative:
According to the gore excluder aaa endoprosthesis instructions for use (IFU), gore recommends that the gore excluder aaa endoprosthesis diameter be at least 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). Additionally, the gore excluder aaa endoprosthesis IFU states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the diameter of both common iliac arteries was 21-22mm. After a plc271000 was deployed landing 2cm proximal to the hypogastric bifurcation, final imaging showed irregular flow at the hypogastric bifurcation. Additional ballooning was performed to dilate the distal common iliac to the external iliac artery, but additional imaging showed no change. The physician elected to extend distally to the hypogastric bifurcation using a plc271200. It was reported that after deployment, imaging showed the plc271200 extended into the external iliac artery and had unintentionally covered the hypogastric artery. After additional ballooning was performed on the distal end of the plc271200, the procedure was reportedly concluded with the patient having good distal perfusion and pulses. According to the information provided, the angiogram did not show any device infolding, but the physician had some suspicion. On (B)(6) 2014, an additional procedure was performed whereby the left side was relined with an additional device from the aortic bifurcation to the external iliac artery. It was reported imaging showed regular flow, but there appeared to be an area of stenosis in the distal external iliac artery. A self-expandable bare stent was implanted to treat the stenosed area. No further adverse events have been reported.